Event description:
It was reported that two episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing were observed upon review of the remote merlin.net transmission. Programming changes were made and no further oversensing was observed.

Manufacturer narrative:
(B)(4).